Event description:
It was reported that the patient saw his audiologist as he was no longer able to hear with his implant. Seven electrode channels have high impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.